Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported he aimed to leave the pt around -1.75 due to a prior refractive keratotomy (rk) procedure, but the pt remains anisometropic. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 10/11/2011 by fax and mail. A completed questionnaire has not been rec'd. (B)(4).